Event description:
T-bind legacy ventilator on pt when at approx 0430, suddenly alarmed "circuit fault." Nurse at home with pt's father tried to troubleshoot and contacted rt while bagging pt. While manually ventilating pt, the "xdcr fault" appeared in message window of ventilator. Rt had to change out ventilators. Notified vendor rep who stated that it was an internal problem in the ventilator and notified service technician. Ventilator is rented by home care company from narco medical.